Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 300 mg/dl. Multiple attempts were made by tandem¿s technical support to ensure customer reverted to alternate insulin therapy; however, no additional information regarding this event was provided.